Event description:
It was reported that during a splenic artery embolization, a lobo-5 device was advanced through a sendero microcatheter to the intended proximal treatment site. Pre-detachment angiography demonstrated near-complete occlusion at the target location; however, upon detachment, the device migrated distally from the intended deployment site and lodged in a superior branch of the splenic artery. The physician assessed the final position angiographically and determined the outcome to be clinically acceptable. No patient injury or adverse clinical sequelae were reported.

Manufacturer narrative:
No patient injury or adverse clinical sequelae were reported and the physician determined the outcome to be clinically acceptable. It was reported that pre-deployment angiographic measurement demonstrated a vessel diameter of approximately 5.2 mm. The representative informed the physician that although this measurement was below the recommended treatment range for the selected lobo-5 device, the physician elected to proceed with deployment. The lobo-5 device remains implanted in the patient; therefore, the device was not returned and an evaluation cannot be conducted. A DHR review of the lot number associated with the device revealed that there were no deviations in the manufacturing process and that the device was released within specifications and acceptable parameters.